Manufacturer narrative:
Exact date unknown, event occurred several months from date of visit with physician.

Event description:
It was reported that the patient had difficulty charging the ipg and had to charge the ipg daily. The physician did not suspect device malfunction. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.